Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed rewind, however unable to perform displacement test, basic occlusion, force sensor test or occlusion test due to prime/seating anomaly. Unit failed prime/seating due to corroded electronic assemblies and corroded battery tube. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was not working. Customer stated that battery compartment was crack. Customer stated that retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.